Event description:
It was reported that the bd microlance¿ 3 needle packaging was damaged. The following information was provided by the initial reporter, translated from japanese to english: "packaging issue (excess): two needles were packed in one package."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 200503. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture and physical samples were returned for evaluation. Through examination of the samples, two needles were observed within one package, a hole in the paper portion of the blister package can also be observed, and a needle with a broken shield component was also found. In regards to the report of short count, no issue could be identified. The entire packaging process is performed automatically. The packaging process includes several detection systems to identify missing or extra needles. If an issue is detected, the machine should stop automatically and the operator would resolve the issue. This detection system is challenged every eight hours of production. We understand that a malfunction may have occurred with this detection system; however, we are confident that the probability of this occurrence is low. It has been determined that the damaged shield component resulted due to an error in the assembly process. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle packaging was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "packaging issue (excess): two needles were packed in one package."